Event description:
It was reported that needle 30ga 1/2in leaked. The following information was provided by the initial reporter: "a leak of the liquid from the lancets ref (B)(4) impacted batch 200201."

Manufacturer narrative:
Investigation summary : a device history record review was performed for provided lot number 200201 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation by our quality engineer team. Each of the samples were assembled with a bd emerald syringe. None of the needle samples presented any signs of leakage, improper fit, or defect. Based on the provided customer feedback, it is possible that there was a connectivity issue due to defective luer dimensions or damage to the syringe tip used. It is also possible that there was an insufficient handling of the product that resulted in the reported incident; however, based on the investigation results, an exact cause could not be determined. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 30 ga 1/2 in leaked. The following information was provided by the initial reporter: "a leak of the liquid from the lancets ref 304000 impacted batch 200201".